Event description:
Customer reported a problem with a pump, as the battery was not charging. There was no additional information regarding the impact on the customer's blood glucose level. Technical support verified that when the pump was plugged in, it started but the screen remained black. The device was to be returned, and a replacement pump with a new serial number was provided.